Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut lower lip [lip injury] small piece of metal broke from brush head [device breakage] small metal piece broke from brush head caught between brush and gum/lip and cut lip [injury associated with device] case description: consumer e-mailed stating a small piece of metal broke from the toothbrush head. No serious injuries reported.